Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) result is unknown. The customer's quality control results for (B)(6) were within range at the time of the event. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur (B)(6) result was obtained on an aliquot (pour off) patient sample. The customer performed repeat (B)(6) testing from the master sample tube and the results were (B)(6). (B)(6) confirmatory testing was run, and the (B)(6) result was confirmed and reported. The physician questioned the (B)(6) result and a new patient sample was drawn. The redrawn sample was run on the customer's alternate advia centaur system, and the (B)(6) result was (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur (B)(6) assay result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00100 on 06/17/2016 for a (B)(6) advia centaur xp (B)(6) patient result. On 06/24/2016 correction: there was a advia centaur xp (B)(6) reagent lot number typographical error. The reagent lot number 119066 that was initially reported was incorrect. The correct reagent lot number was 109066. The UDI number previously recorded was correct. No further investigation is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00100 on 06/17/2016 for a (B)(6) advia centaur xp hbsag ii patient result, and MDR 1219913-2016-00100 supplemental report 1 on 06/24/2016 for a reagent lot number correction. Update 07/18/2016. Additional information: the patient sample is not available for investigation by siemens. Based on the information provided, the confirmed (B)(6) results may be attributed to an unidentified sample issue. The redrawn patient (B)(6) result was (B)(6), and the expected result. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.